Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was struck on the head and in the emergency room (ER) post seizure. Despite multiple attempts the device could not be interrogated, auto identification did not recognize the device, no pacemaker artifact and there was no audible magnet response or telemetry lights. The patient was asystolic, pacemaker dependent and now has a temporary pacemaker. No patient complications have been reported as a result of this event.